Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had a drawer failure. A field service engineer found that drawer 5.2 was not detected on the bus and identified a broken retractor band which was replaced. During testing a missing slide bumper was discovered and replaced however the slide rail was found to be too damaged although the drawer remained operational at that time. Further examination revealed that multiple bumpers were missing or damaged leading to bearing cage migration and bearings falling out. The fse removed the cubie pockets from drawers 4.1 and 4.2 removed the defective drawer module installed a new enhanced half height drawer module assigned it as module four reinstalled all cubie pockets and performed a self test using the hardware testing application to verify proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, tower door was failed and device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, tower door was failed and device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.